Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3/as compounder for which the customer reported compounder locks up after tpn bag completion was not confirmed or reproduced during service by baxter personnel. The device successfully compounded all wet test without any alarms and didn't lock up after removing final bag from the load cell at the end of each compounding job. All buttons were working fine after finishing compounding. The root cause was undetermined. Additional information: a service history review revealed that device has been serviced fifteen times prior to this event. The device has not been previously sent into service for the reported condition of "device would lock up".

Event description:
Baxter received a complaint from a pharmacy technician regarding an automix 3+3/as compounder. According to the facility, the device would "lock up". They reported that after completing a compounding job the unit will "lock up". The customer gets proper end of bag notification but when she removes the final bag from the load cell, the unit will lock up and all buttons are inoperative. They double checked the final bags and all were correct. To do the next total parental nutrition (tpn) job she has to repower the unit. This issue happened after use. The unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4) - a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.